Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, a stored episode revealed that the implantable cardioverter defibrillator delivered inappropriate high-voltage therapy for a supra-ventricular tachycardia rhythm. Programming changes were made and the patient was stable.